Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a slow flow event occurred after using a csi orbital atherectomy device (oad). The target lesion was 99% stenotic, 12mm in length and was located in the left anterior descending (lad) artery. The physician used a workhorse guide wire to access the lesion. The physician exchanged the workhorse guide wire for a csi guide wire and loaded the oad onto it. The physician performed five runs for a total run time of 135 seconds. Post-atherectomy angiography revealed slow flow. The physician resolved the event and completed the procedure via balloon angioplasty and stent deployment. The patient status remained stable throughout the procedure.